Event description:
According to the reporter: the reducer 5mm seal on the nb15lgf is popping off the "toilet seat". They account uses jarit graspers and the seal falls off the cover and flings onto floor of the or. The surgeon notices the missing part and then has to search for the seal to ensure it has not been stuffed down the cannula during the procedure. Valve fell off onto the floor.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/17/2015.